Event description:
It was reported that the device had a broken pole clamp, no patient injury was reported.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection was performed. The device had a cracked enclosure and tank cover, broken pole clamp. Worn line cord, outdated printed circuit board (pcb) and power switch. The reported issue was confirmed by visual inspection. The root cause of the reported problem was found to be customer daily use and old age. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.